Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Device analysis revealed that the outer telescope tubing was detached from the anchor seal housing. Due to this detachment, the device cannot be properly flushed. Fluid leaks from this junction. Impedance testing finds the device is capable of imaging properly. Full image characterization testing cannot be performed based on the detached telescope tubing. This exposes the imaging core and could cause it to windup during testing. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a sheath detachment occurred. During preparation for an unknown procedure, an opticross¿ imaging catheter was used in order to visualize the unknown target lesion. Upon flushing of the device, it was noted that the outer sheath was detached and exposing the imaging core wire. The procedure was completed with another of same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that a sheath detachment occurred. During preparation for an unknown procedure, an opticross¿ imaging catheter was used in order to visualize the unknown target lesion. Upon flushing of the device, it was noted that the outer sheath was detached and exposing the imaging core wire. The procedure was completed with another of same device. No patient complications were reported and the patient's status is good.